Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hysterectomy procedure, the device started to make a noise and an unknown error code was noted. The instrument's blade broke off outside of the patient. The site used a similar device to complete the case with no patient consequence.